Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (d9 and g2) and to provide an update to fields (h3 and h4). The device was evaluated by olympus. After operating the equipment for about 5 minutes, olympus was able to reproduce the problem of the image stopping with noise on the screen. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reported event occurred, due to a malfunction in either the main board or the lcd panel. However, a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy sudden loss of image occurred. The monitor was turned on and off and then device was replaced with an older one after about half an hour and no image issue persisted. Additional follow-up was conducted if procedure was cancelled/completed and for procedural and patient outcome details and no information has been received. No reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.